Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance trend on the rv (right ventricular) pacing lead was rising and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2015, 199 ventricular sic were observed and no episodes available to verify lead noise oversensing and inappropriate shocks. On (B)(6) 2015, rv pacing impedance measured 969 ohms rising from a trend of 500-600 ohms and the rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-non sustained episodes and sic >= 30 in 3 days. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4)

Event description:
It was reported that the patient presented to the clinic due to a lead integrity alert (lia). A device interrogation indicated several oversensed high rate ventricular episodes and a right ventricular (rv) lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.